Event description:
It was reported polyglycolic acid suture breaking while tying knots. (Lot# 181205-68) the doctor has been contacted several times and is unwilling to provide details of the events. There is no indication of the patient experiencing an adverse event.